Event description:
Asked by radiology tech to evaluate size 5fr straight catheter placed by md,rn; informed that tube was coiled under fluoro. Pulled back on catheter under fluoroscopy to uncoil catheter, catheter removed and found to be bent at the tip. Attempted to insert straight catheter size 8fr with rationale that larger tube would be less likely to coil since it isn't as flimsy, resistance met upon insertion, when attempting to pull back, catheter would not come out. Radiologist, md notified, unable to remove catheter, urology notified and md to bedside, able to remove catheter, and swelling noted. Md attempted to insert 5fr and 8fr catheter and met resistance both times, case cancelled.